Event description:
It was reported that during a procedure and after the table was leveled and the pt moved to another bed, the table allegedly dropped 4" or less. No objects were under the table top. The table began trending back to level and then the service light came on after the alleged rop. There was no report of injury to the pt or a delay in the procedure.

Manufacturer narrative:
The table was examined by a berchtold field service tech. A visual examination as well as performance test and error codes checked was performed. The tech was unable to identify any issues from the tests performed. The tech noted no faults in the trend function, but did discover an issue with the slide function. The drive belt needed replacing. Hospital's outside service was replacing drivebelt.